Manufacturer narrative:
Unknown serial number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system ten (10) patient reports for multiple gram-negative organisms flagged because the drug ceftriaxone is sensitive, but either meropenem or ertapenem are intermediate or resistant, but when checked by other methods all three drugs were sensitive. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system ten (10) patient reports for multiple gram-negative organisms flagged because the drug ceftriaxone is sensitive, but either meropenem or ertapenem are intermediate or resistant, but when checked by other methods all three drugs were sensitive. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were getting multiple gram-negative organisms flagged because ceftriaxone is sensitive, but either meropenem/ertapenem are intermediate or resistant. Multiple attempts were made to get more information from the customer; however, the customer did not respond. If a response is received in the future, a new case may be opened. No additional information was provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review could not be completed as no serial number was provided. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.